Manufacturer narrative:
An event regarding loosening involving a triathlon baseplate was reported. The event was confirmed through x-ray. Method & results: -device evaluation and results: not performed as the product was not returned. -medical records received and evaluation: there is one ap x-ray post event, to confirm the baseplate is loose. There are some radiolucent lines and bone resorption below to support this. The cause of the problem is however not quite evident. Loosening is often associated with instability or malposition problems and this requires a lateral x-ray that is not available. Posterior femoral condyla offset or posterior baseplate slope are often a problem but are not visible on the ap view. The post revision x-ray, also only ap, confirms a ts or mrh knee was implanted. Because there is no other info to detail the case, this case can unfortunately not be solved with the current information. Pain is too generic for arthroplasty trouble. -device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined as insufficient information provided. Further information such as lateral x-rays, operative notes as well as patient history are needed to complete the investigation and determine a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and additional information become available, this investigation will be reopened.

Event description:
Patient had pain. Bone scan revealed a loose tibia. Tibial baseplate was replaced.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient had pain. Bone scan revealed a loose tibia. Tibial baseplate was replaced.